Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. Each lens is subjected to a 100 percentage assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the lens was approximated 10 degrees off the intended axis. Rotation of a toric iol (intraocular lens) away from its intended axis can reduce the astigmatic correction. Each degree of misalignment of a toric iol may reduce the cylinder power effect by approximately 3.3 percent. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that after surgery, the patient experienced significant ghosting of her vision and general poor clarity. She also described some ovalisation of some letters, despite her residual post-op refraction being slight. She saw her optometrist a couple of weeks ago and possibly found some improvement when refracted, but unfortunately had only just picked up her specs and was not convinced so far that specs cure her issue. The patient felt she needed glasses for distance (despite the low refractive error) and reading (as she knew she would need them for reading). Her vision caused her severe headaches, especially from the ghosting around all objects. Looking at her refraction, the patient was symptomatic. Post-operation, the left eye was at approximately 13 to 15 degrees (approximately 10 degrees out), despite the low residual refractive error. The patient was also aware of significant negative dysphotopsia in the left eye. There are two medical reports associated with this patient. This file belongs to left eye. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.